Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was exhibiting intermittent output and no magnet response. It was suspected that the device has met end of life. The device was explanted and replaced. The patient was in stable condition.